Event description:
AED deployed - subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: ECG from incident reviewed. Conclusion: shock was initially advised then cancelled when ECG morphology changed and subsequent analysis concluded no shock advised.